Event description:
Lap. Sig. Col. Procedure. Upon receiving "in firing range" message, md advised that there was 8mm between anvil and shaft. This was attempted 3 more times with same outcome. Md was unable to detach anvil so he had to open the pt. Anvil was difficult to separate from dlu housing. Md used force to separate anvil, and it came off with the post rod and trocar. New dlu was used to complete the procedure. 60 minutes were added to the procedure.